Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.

Event description:
It was reported that, "broach handle does not hold broach, slips off. The drill bit broke off inside the tip of the drill handle."